Event description:
It was reported that the patient experienced loss of coverage due to lead migration. The patient underwent a revision procedure wherein the lead was positioned back into place. The patient was doing well postoperatively and coverage was reobtained. The device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.